Manufacturer narrative:
Concomitant medical products: 459888 lead and dtma1q1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. The rv lead also exhibited oversensing, noise, and pacing inhibition. The rv lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.